Event description:
Customer reported blood glucose results of 183 mg/dl on the advantage system and 99 mg/dl on a professional system within 10 mins. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.